Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 08-oct-2024. Investigation summary: bd received 1 (one) sample and 1 (one) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for missing label was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for missing label with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of missing label based on customer photo analysis and customer sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, customer noticed one (1) tube without label. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, customer noticed one (1) tube without label. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown.